Event description:
Context: during a recent FDA inspection which concluded on november 19, 2015, the FDA investigator cited an observation in the form 483 provided to the company at the end of the inspection: "a correction or removal, conducted to reduce a risk to health posed by a device, was not reported in writing to FDA. Specifically, a correction and removal conducted in 2013-2014 as a result of complaints involving moves system battery malfunction was not reported to FDA. "Moves" is an emergency ventilator with suction, oxygen concentrator and multi-parameter patient monitoring capabilities." The FDA investigator disagreed with tri's conclusion that the battery malfunction did not present a potential harm to patients. Thus, the company is now reporting the nonconformities through emdr and the field corrective to the agency as a voluntary recall. Additionally, a corrective action (car-0071) was included in the form 483 response to the FDA responding to the inspection observation. Complaint description: qty(B)(4) discharged batteries (mb201208001, mb201208002, mb201205004) were unable to recharge. No battery status indicator lights would light up when the battery status button was pressed. When the batteries were inserted into a moves&#60192;the moves&#59411;showed a missing battery status. Note: moves&#59394;batteries are operator-removable and hot-swappable. The batteries are easily interchangeable and replaceable. The moves&#59401;is powered by one battery at a time; though two batteries should be installed in the moves&#59393;at all times unless switching a battery. These malfunctions were identified when no patients were connected to a moves&#60320;they did not result in any harm to a patient. This was not an adverse event, nor were there any adverse events related to this product problem. However, tri acknowledges that under certain circumstances, recurrence of these malfunctions could result in patient injury due to the possibility of delayed treatment. The batteries were returned on (B)(4) for investigation. Car-0057 was initiated. Root cause analysis: the root issue is believed to be in the pcm itself wanting to go to sleep if any cell voltage is too low and it does not detect a charging voltage. On wakeup, the pcm needs to have a filter or timer to ensure that there is no charge current for a few minutes, instead of responding to an instantaneous reading. Immediate correction for qty (B)(4) moves&#59394;batteries: the batteries were recovered by externally cycling the power supply power 10-20x. The batteries were then cycled in a charger for 10 cycles verifying the battery functionality. Corrective actions: investigation and recovery: tri checked the functionality of the moves&#59394;batteries by performing a test protocol. For those products that tri did not check the functionality of, a user advisory was issued with instructions to perform the test and test results were provided to tri by the customer. A total of qty(B)(4) batteries were in distribution at the time of this corrective action. Product identified as nonconforming as a result of this test was corrected. For product returned to tri, batteries were recovered by externally cycling the power supply power 10-20x. Nonconforming product not returned to tri was recovered by the customer by disengaging and re-engaging the latch several times (20 times over 30+ minutes). Product modification: the cycling of charge to the battery was programmed into the power manager, in order to automatically recover the batteries without user intervention (i.e. Inserting and removing the battery from a moves&#59411;several times). The power manager firmware was updated and provided to customers to update their moves. With this software update, discharged batteries placed into moves&#59394;battery bays, when powered by wall power through the use of the moves&#59408;power supply, or docking stations would charge as specified in moves&#59408;product labeling.